Event description:
The customer reported that when using the unload pedal on the multi-function footswitch, the table occasionally keeps moving down when the pedal is released. The philips field service engineer (fse) confirmed that this issue occurred with no pt involvement, and that no pt or operator was harmed. The fse determined that the switch assembly under the pedal had failed and replaced it to correct the problem.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).